Event description:
It was reported that during a coronary artery stenting treatment procedure, a coronary rupture occurred. A 5.0x24mm liberte bare monorail coronary stent delivery system (sds) and another unspecified device were implanted, overlapping, in the proximal left anterior descending (lad) and left main stem (lms). Then one of the stent balloons, (it is not clear which device from the info provided) was used in the overlapped area and the coronary rupture occurred. The rupture was stented with a 3.5x22mm non bsc device and then a pericardial drain was inserted. The pt had a slightly prolonged hospital stay and then discharged well with no ck rise. The physician stated, "no product fault".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.